Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.